Event description:
Revision surgery was reported due to dislocation.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned insert shows damage mainly to the lock detail and the flat surface of the insert. A review of the complaint history shows no prior complaints for the listed lot. A device history record was performed and the results were, no deviations found that could have contributed to the seen failure. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. A lab analysis was performed and the conclusion was minimal deformation was observed on the articulating surface of the insert, the post region, and the backside of the insert. Deformation was not visually observed on the dovetail locking feature which secures the insert to the baseplate; however, measurement of this feature found it to be deformed. This could have been caused during insertion or removal of the component. Some evidence of burnishing was seen on the backside of the insert, primarily in the anterior region. The periphery and anterior lock detail were within specification when measured. Based on the visual inspection, the exact cause of the reported insert dislocation was not able to be determined. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.